Manufacturer narrative:
This report is filed on march 3, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to an infection at the implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on june 23, 2016.